Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2006, a revision surgery on a total hip prosthesis was performed on (B)(6) 2021 to explant the ceramic ceramic insert standard 48/36 that had been fractured for several weeks. The patient complained of pain around the right hip. A loosening of the sl-plus stem lateral 5 non-cemented was noted. Current health status of the patient is unknown.

Manufacturer narrative:
Section h6 was updated. Section h10: it was reported that, after a thr surgery performed on (B)(6) 2006, a revision surgery on a total hip prosthesis was performed on (B)(6) 2021 to explant the ceramic insert standard 48/36 that had been fractured for several weeks (B)(4). The patient complained of pain around the right hip. A loosening of the sl-plus stem lateral 5 non-cemented was noted (B)(4). Current health status of the patient is unknown. The complaint device ceramic insert standard 48/36, used in treatment, was not returned for investigation hence the product evaluation could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process and the device conformed to the specifications valid at the time of production. There is no indication of any pre-existing material defect. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A benefit risk analysis has been previously performed. The risks associated with the device, including potential undesirable adverse effects constitute acceptable risks when weighed against the benefits to the patient. The IFU stated failure of the implant among possible side effects resulting from hip arthroplasty. The medical investigation was performed. The reported pain is consistent with the loosening of the femoral stem and rupture of the ceramic insert. However, with the limited information provided the clinical root cause of the loosening of the femoral stem and rupture of the ceramic insert cannot be confirmed. It should be noted the components were implanted 15 years prior to revision. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Based on the performed investigations, the reported failure mode could not be confirmed independently since the complaint device was not available for investigation. A relationship between the reported event and the device cannot be confirmed. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. This version of the device will be monitored for similar issues. This investigation is considered closed. Should the complaint device become available, the complaint will be reassessed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Corrected data: d9 & h3 (device returned for analysis), h6 (type of investigation, investigation findings). Updated results of investigation: it was reported that, after a total hip replacement (thr) surgery performed on (B)(6) 2006, a revision surgery on a total hip prosthesis was performed on (B)(6) 2021 to explant the ceramic insert standard 48/36 that had been fractured for several weeks (B)(4). The patient complained of pain around the right hip. A loosening of the sl-plus stem lateral 5 non-cemented was noted (B)(4). Current health status of the patient is unknown. The complaint sample was returned for evaluation. Upon visual inspection, the reported fracture can be confirmed. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. A benefit risk analysis has been previously performed. The risks associated with the device, including potential undesirable adverse effects constitute acceptable risks when weighed against the benefits to the patient. The instructions for use (lit.no. 12.23, ed. 03/21) stated failure of the implant among possible side effects resulting from hip arthroplasty. A review of the complaint history revealed no additional complaint for the batch in question. The respective product drawing and inspection instructions were reviewed. No indication was detected which could have contributed to the reported failure mode. The medical investigation was performed. The reported pain is consistent with the loosening of the femoral stem and rupture of the ceramic insert. However, with the limited information provided the clinical root cause of the loosening of the femoral stem and rupture of the ceramic insert cannot be confirmed. It should be noted the components were implanted 15 years prior to revision. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Further, the complaint sample was forwarded to the supplier for additional investigation. The density of the complaint device was analysed and found to comply with the delivery specification. The microstructure as obtained from the quality documents meet the requirements specified at the tme of production as well. There is no indication of any pre-existing material defects. Upon visual inspection, secondary metal transfer patterns can be located on the fragments of the insert as a result of contact with metal parts and/or surgical instruments. Primary regular metal transfer cannot be found equally distributed on the insert. This indicates insufficient or misaligned fixation of the insert in the metal cup. However, due to the high number of missing fragments from the taper region, the primary metal transfer cannot be evaluated sufficiently. Due to secondary damage and missing fragments, the primary fracture surface and the fracture origin cannot be identified. Based on the available information and the performed investigation, the reported failure mode could be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. The root cause of the reported event remains therefore undetermined. This investigation is considered closed. The need for further actions is not indicated. Smith and nephew will continue to monitor this device for similar issues. The complaint sample was returned from the supplier and will be retained by smith and nephew.